Event description:
It was reported by a distributor that, "while doing surgery, a doctor rec'd a shock to pt's hand when they activated the electrosurgical pencil. The pt rec'd no injury and the doctor did not sustain any lasting effect to pt's hand."